Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted when the lead was unable to be inserted into the guidewire. The patient was recovering afterwards. No further information is available at this time.

Event description:
New information received indicates that the patient was in good condition post-procedure.